Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that during puncture of the jugular vein, the needle hub broke and detached from the needle. The patient was not harmed or injured.

Event description:
It was reported that during puncture of the jugular vein, the needle hub broke and detached from the needle. The patient was not harmed or injured.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.